Manufacturer narrative:
Occupation updated from health professional to physician. (B)(4).

Event description:
It was further reported that the procedure was completed with another of the same device and the patient's status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the markerband became deformed. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 30 mm watchman ® laa closure device & delivery system were used. The closure device was deploy, but the size was not adequate for the laa. During the full recapture the markerband became deformed. No patient complications were reported.